Event description:
According to the reporter, during a gastroplasty, the device had insufficient cutting and stopped working. The dissector did not come into contact with any metal instruments. First, the staff replaced the battery and then the generator, as the problem persisted, the dissector was replaced with the used of the battery and generator that started the procedure, both worked normally. The broken piece fell in the surgical act. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The waveguide was not returned with the device.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a fractured waveguide. The troubleshooting found that the waveguide was excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. It was reported that the device had insufficient cutting. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device had insufficient cutting. The dissector did not come into contact with any metal instruments. First, the staff replaced the battery and then the generator, as the problem persisted, the dissector was replaced with the used of the battery and generator that started the procedure, both worked normally. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The waveguide was not returned with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastroplasty, the device had insufficient cutting and stopped working. The dissector did not come into contact with any metal instruments. First, the staff replaced the battery and then the generator, as the problem persisted, the dissector was replaced with the used of the battery and generator that started the procedure, both worked normally. The broken piece fell when the procedure was being performed but no x-ray was done. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide. The waveguide was not returned with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.